Manufacturer narrative:
(B) (4). This event concerns a device that was mfg and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (date nov 6, 2009), ela is filing this MDR at this time. (B) (4). Conclusion: upon reception of the device, visual inspection of the header components revealed: some traces of blood under the (svc) drf-1 (+) silicone cover, at the entrance of the (rv) df-1 (-) and proximal (rv) is-1 connector ports and on the (rv) is-1 setscrew; damages on the header but probably done by a gripping tool during the explantation; the silicone sealing of the cover slots and between the head and the titanium case did not show any anomaly; the sealing between the terminal blocks of the header did not show anomaly; the observed blood traces inside the header were in very few quantities and could not have caused an isolation problem between proximal and distal or between the cavities. Review of the available data in the device's memory did show any anomaly. The electrical and mechanical characteristics of the device are within specifications. The suspected header problem is not confirmed; however, it is possible that little quantities of blood could have been introduced at the entrance connector ports and also by the slit of the distal (rv) 1s-1 slot during the implantation procedure but without any consequences. The returned device is stored in the returned product area.

Event description:
During revision of the device involved in this MDR report (due to movement in the pocket), an unusual amount of blood was observed inside the header. Since the physician suspected a problem with the header, the ICD device was replaced.